Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and worsening mr. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted on a2p2 with mr reduced to 2. A second clip delivery system (cds) was advanced and placed lateral to the first clip. After establishing final arm angle (efaa), a perforation of the anterior mitral leaflet (aml) was noted in the area of the distal clip arm. The clip was not implanted and the cds removed. The procedure was aborted with the mr at 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tissue injury (perforated leaflet) could not be determined. The reported mr was due to the reported tissue injury. Additionally, unspecified tissue injury and mr are listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.